Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging keypad tactile changes and intermittent button response. The "up", "down", and "ok" buttons are only intermittently responsive. In addition, the buttons must be pressed with a lot of force. The issue began "weeks" prior to the complaint and has progressively gotten worse over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #2 date of submission 09/18/2013 device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2013 with the following findings: testing confirmed intermittent responses to button presses on the 'ok','up','down' and 'contrast' buttons with multiple button presses required before the 'ok', 'up¿,¿ down' and 'contrast' buttons engaged. No visible damage on the keypad observed. The keypad cover was removed to check condition of the button contacts. Contamination was present under the contacts of all buttons. Unrelated to initial complaint, a hole was observed in the bolus button but was functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.